Manufacturer narrative:
Ni.

Event description:
Auto immune symptoms. Since (B)(6) 2006, pt reports she has been sick, medical tests done trying to find out what is wrong with her. Body does not metabolize certain minerals and toxins. Pt reported experiencing started out with pain in backside of head right side, pain in abdomen on right side, pain on right side neck, then had dizzy spells, anxiety and panic attacks, then pt was diagnosed with pseudomonas which is chronic sinus infection name. Pt also reported 3 panic attacks, fungal infection, candida overgrowth in intestines, neurological symptoms, buzzing tingling sensation in ankles and feet, hair falling out, red dots all over skin on body, pt also getting hives for no reason. Pt also reports new allergies to wheat and alcohol, blurred vision and brain fog. Pt also reports she is 41 and was diagnosed as pre menopausal, so hormone imbalance. Pt doing removal only as well as removing capsules surgery (B)(6) 2016.